Event description:
It was reported a patient presented in clinic with low r-waves and no capture on their right ventricular (rv) lead due to dislodgement, confirmed via fluoroscopy. The lead was explanted and replaced on (B)(6) 2024. Post-procedure the patient was stable.